Manufacturer narrative:
Correction: explant date added to d6b.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. The reported event of failure to capture and failure to sense were not confirmed. Visual inspection of the device found the outer helix stretched out of specification and no anomaly on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Analysis performed, including output verification and sensitivity test found no anomaly contributing to reported event of capture or sensing problem. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented post-op for checkup. Upon review, the leadless pacemaker exhibited loss of capture and sensing. Diagnostic imaging showed that the device had dislodged into the pulmonary artery. The device was retrieved and replaced. The patient condition was stable.